Event description:
It was reported that (1) cs6s was used during a gastric bypass. The device locked out and gave a solid tone. Opened another device to complete the case. There was no consequence to pt.